Event description:
The report stated that during a radical nephrectomy, the jaws of the device locked shut on tissue. The surgeon used another device to seal on either side of the locked device and then removed it. There was no bleeding and no tissue damage.

Manufacturer narrative:
Date of initial report: 11/05/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.